Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03568, and 3005099803-2010-03569 for the other associated device information. It was reported to boston scientific corporation that three wallflex enteral colonic stents were implanted during a colonic stent placement procedure performed on (B)(6) 2010. According to the complainant, during placement of the first stent (MFR. Report # 3005099803-2010-03568) it was difficult to advance the stent over the guidewire and through the target lesion. The device had to be advanced "inch by inch". The stent was deployed "in what seemed to be" an ideal location, bridging the stricture. However, upon removal of the delivery system, it was reported that the stent "dropped distally" into the sigmoid colon. A second stent (MFR. Report # 3005099803-2010-03567) was deployed within the colon; however there was difficulty removing the delivery system. A third stent (MFR. Report # 3005099803-2010-03569) was deployed within the colon in order to bridge the stricture completely; however there was difficulty removing the delivery system. The procedure was successfully completed with these three stent devices. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Additional information was reported to boston scientific since (B)(6) 2010. The patient had cancer, and as a result, presented with a 4 centimeter stricture at the descending colon/sigmoid junction. The patient's anatomy was slightly tortuous; however not unusually so, for the physician expected to be able to deploy the stents without anatomical factors presenting an issue. It was reported that all three stents were fully expanded after deployment; however difficulty was experienced withdrawing the delivery systems from the stents, as previously reported. The physician confirmed that first stent was not repositioned after it moved. However as a result of the movement of the first stent; the two additional stents were placed. It was reported that this was the first time each of these devices were used, and there was no visible damage to any of the devices. No prior medical history is available on the patient.

Manufacturer narrative:
A visual examination revealed that the stent had been deployed from the device and had not been returned. A kink was present in the clear outer sheath of the delivery device. The stainless steel shaft was severely kinked at two locations along the length of the shaft. No issues were noted with the profile of the inner lumen. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The delivery catheter has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03568, and 3005099803-2010-03569 for the other associated device information. It was reported to boston scientific corporation that three wallflex enteral colonic stents were implanted during a colonic stent placement procedure performed on (B)(6) 2010. According to the complainant, during placement of the first stent (MFR. Report # 3005099803-2010-03568) it was difficult to advance the stent over the guidewire and through the target lesion. The device had to be advanced "inch by inch". The stent was deployed "in what seemed to be" an ideal location, bridging the stricture. However, upon removal of the delivery system, it was reported that the stent "dropped distally" into the sigmoid colon. A second stent (MFR. Report # 3005099803-2010-03567) was deployed within the colon; however, there was difficulty removing the delivery system. A third stent (MFR. Report # 3005099803-2010-03569) was deployed within the colon in order to bridge the stricture completely; however, there was difficulty removing the delivery system. The procedure was successfully completed with these three stent devices. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03568, and 3005099803-2010-03569 for the other associated device information. It was reported to boston scientific corporation that three wallflex enteral colonic stents were implanted during a colonic stent placement procedure performed on (B)(6) 2010. According to the complainant, during placement of the first stent (MFR. Report # 3005099803-2010-03568) it was difficult to advance the stent over the guidewire and through the target lesion. The device had to be advanced "inch by inch". The stent was deployed "in what seemed to be" an ideal location, bridging the stricture. However, upon removal of the delivery system, it was reported that the stent "dropped distally" into the sigmoid colon. A second stent (MFR. Report # 3005099803-2010-03567) was deployed within the colon; however there was difficulty removing the delivery system. A third stent (MFR. Report # 3005099803-2010-03569) was deployed within the colon in order to bridge the stricture completely; however there was difficulty removing the delivery system. The procedure was successfully completed with these three stent devices. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Additional information was reported to boston scientific since (B)(6) 2010. The patient had cancer, and as a result, presented with a 4 centimeter stricture at the descending colon/sigmoid junction. The patient's anatomy was slightly tortuous; however not unusually so, for the physician expected to be able to deploy the stents without anatomical factors presenting an issue. It was reported that all three stents were fully expanded after deployment; however difficulty was experienced withdrawing the delivery systems from the stents, as previously reported. The physician confirmed that first stent was not repositioned after it moved. However as a result of the movement of the first stent; the two additional stents were placed. It was reported that this was the first time each of these devices were used, and there was no visible damage to any of the devices. No prior medical history is available on the patient.

Manufacturer narrative:
(B)(4) for the reported event of catheter difficult to remove. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.